Event description:
Bard composix kugel hernia patch self-expanding polypropylene & ptfe patch medium oval 4.3" x 5.5" lot 43bod278 wore a hole in pt's peritoneum and small bowel necessitating removal of the patch and several inches of small bowel. Dates of use: 2004 - 2007. Diagnosis or reason: abdominal hernia.